Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, red particles, fold creases, around 0-25% of the shell is missing, missing orientation dot and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, one partial and one total delamination of orientation dot assessed as adhesive failure, broken shell with striated edge on posterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage and missing shell and orientation dot that is assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture and double capsule. Device was implanted after expiration date. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and double capsule. Device was implanted after expiration date. Device has been explanted.